Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up detailing the results of the evaluation once it is completed.

Event description:
A report received stating that during an in-home tracheostomy tube change, difficulty was encountered while trying to place the new tracheostomy tube. The patient was brought to the emergency room (ER) where it was discovered that the tracheostomy tube was placed in the patient's left bronchus. The patient does not have a left lung; therefore, new tracheostomy tubes must be placed in the patient's right bronchus. While in the ER, a bronchoscope procedure and an emergency tracheostomy tube change was performed. Inspection of the removed tracheostomy tube revealed a tear in the device shaft close to the 15 mm connector. The tracheostomy tube is believed to be approximately 6 months old. No permanent patient injury was reported.